Event description:
It was reported that the patient line extension set leaked. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. Renal therapy services assisted the patient with ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.